Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-jun-2024.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2039762 of zso-7-7 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 17 jan 2024. Visual inspection: stent returned with positioner. Kink observed on 2nd porthole of pigtail curve on tapered end. Functional inspection: 0.035' wireguide does not pass the kink. Manufacturing records: prior to distribution, all zso-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-7-7 device of lot number c2039762 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2039762. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the device becoming damaged during transport or storage and that this damage was not observed by staff at the user facility when placing the device into storage. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the customer opened the device packaging and the stent was already bent / kinked in middle. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the device becoming damaged during transport or storage and that this damage was not observed by staff at the user facility when placing the device into storage.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "the customer opened the device packaging and the stent was already bent / kinked in middle. Therefore, the customer was unable to get a wire to pass through it. A new g22167-zso-7-7 was opened and used to complete the intended procedure successfully." No manufacture additional questions were asked due to the fact-pattern of this report and there was no alleged patient contact. -rf on (B)(6)2023.